Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
The patient was implanted with a dual chamber on the (B)(6) 2022. On (B)(6) 2022 the patient came in and reported a low hear rate (30bpm). The device was interrogated on the (B)(6) 2022 at 15:11. The device was then changed to the dddr on the (B)(6) 2022 at 15:31. The rate then changed back to the basic minim rate of 60bpm.